Manufacturer narrative:
The account stated that the part of the brake that goes against the tire is badly worn. The most likely cause is due to normal wear and tear. After trouble shooting with hill-rom tech support the account ordered a new brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that the head left brake caster would not hold. The bed was located in obs at the facility. There was no pt/user injury reported. (B)(4).